Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would load a new cartridge to address the issue.